Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a procedure, atwinfix ultra pk was found rusted at the laser marking of the inserter. This was found while the device was outside the patient. The malfunction was solved with an unknown delay and using a back up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image found an arthroscopic view of the device in use. There is discoloration resembling corrosion on the laser markings of the device. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed. There is debris on the device, and there is discoloration resembling corrosion on the laser markings of the device. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place.